Event description:
Single lumen catheter, had adhered itself so tightly to the tunnel and the chest wall, the surgeon had to dissect down to the chest wall to get it out. Very difficult removal. Product used for chemo.